Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found the viewport to be damaged. The technician replaced the viewport, tested the function and operation of the amsco 400 sterilizer, confirmed it to be operating to specifications and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a cycle, their amsco 400 sterilizer made a "loud noise" and stated steam and water were leaking from the unit. No report of injury.